Event description:
It was reported that technical services (ts) reached out for a review of the data of this patient with this implantable cardioverter defibrillator (ICD) system. Upon review, it was determined that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range (oor) shock lead impedance measurements. Which was caused by calcification. A defibrillation threshold (dft) testing was performed and it was noted that the commanded shock revealed a code 1005 indicating an open circuit condition. The procedure was scheduled to place a new rv lead but the patient was occluded. The physician was not able to obtain vascular access, and the plan was to obtain access after establishing patency of the vessel by venogram. Despite the venogram result, access was never achieved. Then, the physician decided to replace the ICD with the new one. A dft test was performed and it was noted that the commanded shock was successfully delivered for this ICD and the post-shock impedance measurements decreased. The plan is to continue to monitor the rv lead. The old ICD was explanted and replaced, while the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The impact codes and patient codes were alredy updated.

Event description:
It was reported that technical services (ts) reached out for a review of the data of this patient with this implantable cardioverter defibrillator (ICD) system. Upon review, it was determined that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range (oor) shock lead impedance measurements. Which was caused by calcification. A defibrillation threshold (dft) testing was performed and it was noted that the commanded shock revealed a code 1005 indicating an open circuit condition. The procedure was scheduled to place a new rv lead but the patient was occluded. The physician was not able to obtain vascular access, and the plan was to obtain access after establishing patency of the vessel by venogram. Despite the venogram result, access was never achieved. Then, the physician decided to replace the ICD with the new one. A dft test was performed and it was noted that the commanded shock was successfully delivered for this ICD and the post-shock impedance measurements decreased. The plan is to continue to monitor the rv lead. The old ICD was explanted and replaced, while the rv lead remains in service. No additional adverse patient effects were reported.